Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical rationale an impella cp device was inserted via the left femoral artery in a 36-year-old patient. During hospitalization, automated impella control (aic) was turned on, at which time a controller failure was noted. In response, the care team performed a controller exchange. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The impella cp is being conservatively reported for hemodynamic instability due to a temporary interruption of support during the controller exchange; however, the exchange was performed without known patient consequence, and support was resumed.